Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. Note: 2 viabahn devices were involved in the case (ref. To (B)(4). C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that on (B)(6) 2022, the patient presented with de novo lesion in the iliac artery in the right limb. It was stated that the right limb was treated successfully within an endovascular procedure with two gore® viabahn® vbx balloon expandable endoprostheses. The study protocol indicated that an antiplatelet / anticoagulant medication with aspirin and clopodogrel was given on (B)(6) 2022. It was reported that on (B)(6) 2022, in-stent thrombotic occlusion in the iliac artery in the right limb was identified. The study protocol indicated that the in-stent thrombotic occlusion was disease related, and that it was successfully treated on (B)(6) 2022, with repeat intervention (not further specified) of the right limb and an antiplatelet / anticoagulant medication with rivaroxaban. The patient tolerated the procedure.

Manufacturer narrative:
Section h6: investigation conclusion d12: the gore® viabahn® vbx balloon expandable endoprostheses instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: "possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel".